Event description:
Physician in the e.r. Was injecting local anesthetic with needle and 10cc syringe into the pt's right chest for chest tube placement. On 3rd injection he went to withdraw the needle and found it had been broken off at the hub. Multiple diagnostic tests (including radiology & ultrasound) were done to locate the needle. It was found and removed surgically (thorascopically).